Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device alarmed for low flows. Evaluation of the files confirmed the alarms and showed a trend of flow going slightly down since end of november. Angiography computed tomography scan showed outflow graft stenosis, suspected to be related to thrombus. The outflow graft was stented on (B)(6) 2022. All parameter went back in the range prior to the event. Patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device alarmed for low flows. Evaluation of the files confirmed the alarms and showed a trend of flow going slightly down since end of november. Angiography computed tomography scan showed outflow graft stenosis, suspected to be related to thrombus. The outflow graft was stented on (B)(6) 2022. All parameter went back in the range prior to the event. Patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed as no images depicting the obstruction were submitted. A specific cause for the outflow graft obstruction could not conclusively be determined. Log files were submitted which confirmed multiple low flow fault flags when the estimated flow dropped below the low flow threshold of 2.5 lpm. Of these faults, many lasted over 10 seconds and low flow alarms were triggered. The pump appeared to function as intended with stable temperature, rotor displacement, and rotor noise. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10apr2018. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. This section further warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.